Event description:
The silhouette par set 23" 10&10; mmt378 tubes are not working. The pt is able to prime the tubing but once she puts the tubing on the pump, the insulin does not flow through. The pt has wasted silhouette sets from this lot.